Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump (B)(4) revealed a pump motor gear train anomaly involving corrosion. Significant residue was found within the motor can. When gear wheel three and gear three were isolated from the rest of the gear train, it was much harder to turn than normal. This was caused by the swelling of the o-ring that surrounds the upper shaft of gear three. Gear three was also hard to remove from the upper bridge.

Event description:
A motor stall without recovery was reported. It was stated that the stall occurred on (B)(6) 2012 while patient was lying in bed. The possibility of emi (electromagnetic interference) was ruled out. It was stated that the patient was treated in this clinic since 2009/2010. The attending physician confirmed that only morphine was used in the pump. Per reporter between implantation and treatment in this clinic the patient was treated by another physician in a practice who had retired, so there was no information about the medications used in the pump between 2008 and 2009/2010. There were no patient symptoms/injuries. A pump replacement was indicated; the pump was later received by the manufacturer.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.